Event description:
Patient stated the needle button will pop out before the 24 hour period and happened with about 8 vgo's. The patient reported these events usually resulted in her bg being "high" (greater than 150 and into the 200s). Patient discarded all of these vgo's.